Event description:
It was reported that during the index procedure on (B)(6) 2010, a non-abbott stent was implanted in the proximal left circumflex artery. The patient was discharged on (B)(6) 2010 with aspirin and prasugrel prescribed. On (B)(6) 2010, pre-dilatation of the proximal/mid right coronary artery was performed using a non-abbott cutting balloon. This resulted in a contained dissection within the mid segment of the vessel and slow blood flow within the distal vessel, associated with chest discomfort and st segment elevation. Pre-dilatation was performed and 3.0x38 and 3.0x24 non-abbott stents were deployed. Post dilatation was performed with 0% stenosis. The patient was discharged on (B)(6) 2010 with aspirin and prasugrel prescribed. On (B)(6) 2010, the patient presented with recurrent exertional substernal chest discomfort. Electrocardiogram (ECG) revealed non-q wave myocardial infarction. Coronary angiography revealed in-stent restenosis of the non-abbott stents and 90% ostial narrowing caused by jailing with the previously placed stents. The distal and proximal right coronary artery (rca) were treated with balloon angioplasty and deployment of a 3.5x28 promus stent resulting in plaque shift within the distal segment of the vessel. A 3.0x12 promus stent was deployed distally for treatment of the plaque shift. Post dilatation was performed within the overlapping segment. Dilatation was performed at the proximal rca within the stent for purposes of vessel remodeling. After dilatation, there was luminal haziness due to calcification within the proximal non-abbott study stent and recoil of the non-abbott stent. The proximal rca was treated with placement of a 4.0x23 promus stent followed by post-dilatation.

Manufacturer narrative:
(B)(4). A 99% ostial narrowing with low blood flow in the 1st right ventricular obtuse marginal branch (rv-om) which had slightly worsened after inflations of the parent vessel (rca). The ostium of the rv-om branch was treated with balloon angioplasty with 0% residual stenosis. The parent vessel then had timi flow 3 and the rv-om branch and the conus branches had timi flow 2-3. The patient had complained of chest discomfort from the onset of the intervention, thought to be related to the rv-om branch. The subject was treated with nitroglycerine. Two hours post procedure, the patient complained of severe chest pain and electrocardiogram (EKG) demonstrated st segment elevations with probable posterior myocardial infarction. Cardiac enzymes were elevated consistent with myocardial infarction. The patient was brought back to the cath lab for a repeat cardiac catheterization. Coronary angiography revealed widely patent stents in the rca from the ostium through distal segments, conus branch with timi 0-1 flow, jailed 1st rv-om branch with timi 1 flow. Intravascular ultrasound (ivus) revealed well opposed non-abbott stent in lcx, but there was evidence of remottling within the stented segment. Final angiography revealed stable results without evidence of complications. The patient reported significant improvement in pain. No further intervention was performed. On (B)(6) 2010, the event was considered to be resolved without residual effects. On (B)(6) 2010, the patient was discharged with aspirin and prasugrel prescribed. The event was diagnosed as posterior myocardial infarction caused by side branch occlusion (rv- om and conus). Continued aspirin and prasugrel were recommended. No additional information was provided. Concomitant medical products: stents: unk taxus liberte, 3.0 x 38 taxus liberte, 3.0 x 24 taxus liberte. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).